Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged visualization of particles. The device was returned and the manufacturer confirmed particles in air path, found evidence of water ingress to blower during device evaluation.